Event description:
Procedure: nephrectomy. According to the reporter: the device was inserted through the abdomen and placed on the renal artery to ligate the artery. The stapler was fired, but the surgeon was unable to open it to remove the stapler. The staple did not engage. This case was supposed to be laparoscopic; however, the surgeon had to open the abdomen to retrieve the staple and also to avoid damaging the living related kidney. The abdomen was opened and the organ was retrieved after which the fellow clamped the artery, opened the stapler, and removed it from the body.

Manufacturer narrative:
(B)(4).